Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 300 mg/dl. The customer was informed that it may be a site related issue due to a bent cannula. The customer's mother insisted that the pump should be replaced. A replacement pump was sent to the customer while the old pump was sent back for analysis. No further information was provided.

Manufacturer narrative:
Findings: pump was received with excessive "no delivery" alarm during displacement test due to faulty fsr (gold). No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.